Event description:
It was reported that sometimes post ultrasound-guided percutaneous nephrostomy drainage catheter placement, the material of the catheter body was allegedly less and faded. It was further reported that the body of the catheter was partially damaged. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post an ultrasound-guided percutaneous nephrostomy drainage catheter placement, the material of the catheter body was allegedly less and faded. It was further reported that the body of the catheter was partially damaged. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, two photos were provided for review. The photos show the two pieces of broken catheter. The texture of the catheter was not smooth, and it has consecutive ring like appearances was found along the outer surface of the catheter was noted. Therefore, the investigation is confirmed for the identified catheter fracture and material separation. The investigation is inconclusive for the reported material discoloration and defective component issues as the provided photo is not sufficient to confirm the reported catheter being less and fade issues. However, the investigation is unconfirmed for the reported catheter damage issue as the specific damage like catheter fracture was identified upon photo review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: d4 (unique identifier (UDI) #), g4, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.